Event description:
Breath delivery (bd) communication failure.====================== manufacturer response for ventilator, 840 (per site reporter)======================(B) (4) from covidien coming in on 8/1/11 to look at ventilator.